Manufacturer narrative:
This report is filed august 18, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to infection at the implant site that resulted in extrusion of the receiver stimulator. The electrode array was left insitu to preserve the cochlea lumen for future implantation.